Manufacturer narrative:
The suspect device lot number is unk; therefore, the device expiration and device manufacture dates are unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: date of event is unk. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "expandable metal stent placement for benign colorectal obstruction: outcomes for 23 cases" published in surgical endoscopy 2008; 22:454 - 462. The following information was derived from this article: an ultraflex precision colonic stent was used for a colonic stent placement procedure on a female. According to the article, a female experienced tenesmus one month after stent placement. There is no further information from the article regarding the status of the pt.